Event description:
It was reported that the patient feels dizzy when using an ultrasonic toothbrush. The patient stated that it "almost hurts by the device". The patient has not been seen by the physician since this was reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.